Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The plant investigation is pending and a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain, and the height and length of the drain line was within spec. A fresenius res tech was called on site and replaced the machine air separator and flow regulator. The machine was returned to service and the issue has not reoccurred.

Manufacturer narrative:
The actual device was evaluated by a fresenius res field service technician and the reported "filling of saline bag" problem was confirmed with a field service investigation and resolved by replacing the air separator and the high flow relief regulator. The fresenius res technician performed a simulation test after replacing the components and the machine ran without issue for one hour in recirculation mode. After confirming with the use facility, the issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process control were within specification. The reported issue of "filling of saline bag" was addressed by a CAPA.